Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 170-200mg/dl fasting. Verified test strips expire 04/13/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 214mg/dl and 212mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern is on (B)(6) 2015, 358mg/dl, 10:00 am, (B)(6) 2015 , 520mg/dl, 7:00pm. Adverse event not reported.